Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions noted at 41.5 ¿ 41.6 cm and at 47.5 ¿ 48.1 cm from the distal tip consistent with friction to the device can. The outer coil was exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.